Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-04781 and 2134265-2013-04782. It was reported that during intravascular ultrasound (ivus) procedure, the ilab motor drive unit (mdu) automatic pullback failed. No patient complications were reported.